Event description:
Reporter alleged that on (B)(6) 2011, the customer obtained the results of 207 mg/dl and 70 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that on (B)(6) 2011, the customer obtained the results of 332 mg/dl and 112 mg/dl back to back within 10 minutes on the same aviva system. The customer self-treated with a glucose tablet after the second comparison. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.